Event description:
It was reported that a 8-6mm amplatzer duct occluder was selected for an implant on (B)(6) 2022. During the procedure, the device was first deployed in the aorta prior to positioning in the ductus arteriosus. At this time, the occluder deformed into a cobra shape. There were no interactions with cardiac structures during deployment and no angulation/kink was observed in the delivery system. The occluder was never released from the cable and removed from the patient. An unknown device was successfully implanted. The patient was hemodynamically stable throughout the procedure and a 5 minute delay was reported. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.